Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device malfunctioned. Complainant indicated that the nature of the device failure is unknown. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer indicated that the device is being evaluated by a third party and is not being returned to zoll medical for evaluation at this time.